Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported patient underwent a cystoscopy plus suprapubic cystostomy with dual endoscopy of bladder to grasp and excise exposed mesh using laser photoradiation on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and mobile vesical neck. The outcomes attributed to the device were pain, erosion, infection, dyspareunia and loss of bladder control. It was reported that the patient underwent mesh removal on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.